Event description:
On (B)(6) 2016 the lay user/patient representative (reporter) contacted lifescan (lfs) (B)(4), alleging that her onetouch select simple meter was reading inaccurately high. The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that the alleged meter issue began at 12:00 pm on (B)(6) 2016. The patient manages her diabetes with insulin (unknown type; self-adjuster). She takes 10 units of levemir in the morning and at night and takes 6 units of asparta (novarapid) with each meal. The patient allegedly obtained an inaccurate high result of ¿304 mg/dl¿ compared to their feelings and/or normal readings. Lifescan does not consider this to be a valid comparison. In response to the alleged meter issue, the patient took her normal dose of 6 units of asparta (taken between 12-12.30 pm everyday). Approximately 15 minutes after the alleged meter issue the patient developed the symptoms of "nausea" and "dizziness" and fainted. In response to the symptoms, the emergency medical services (ems) were contacted. They arrived soon afterwards and treated the patient with sugar placed under her tongue. They measured the patients blood glucose on their own meter with a reading of "84 mg/dl". The readings obtained on the patient's meter and the ems meter were obtained within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. During troubleshooting the csr confirmed that the meter was set to the correct unit of measure and that the test strips were stored properly with an intact vial and that they had not expired nor exceeded their discard date. The patients testing process was confirmed as correct and samples were taken from the correct sample site. The patient did not have control solution to perform quality control testing. Products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.